Event description:
It was reported that a continuous glucose monitoring error occurred on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with support, did not experience repeat monitoring error, and successfully started new sensor session.